Event description:
A patient's implant card was received. A patient had undergone generator replacement surgery due to the generator being at end of service, pulse disabled. After the generator was replaced, the impedance with the newly implanted generator was reportedly high. No further relevant information has been received to date.

Event description:
The patient underwent lead replacement surgery on (B)(6) 2017. The explanted lead is not available for return or analysis. No additional relevant information has been received to date.